Event description:
Pt reported that the meter/hcp meter comparison test results were 118 mg/dl (ss) versus 267 mg/dl (hcp), respectively (56% difference). No symptoms were reported. Control solution test reading was in range. The meter was replaced. Lfs rep reviewed qc procedures and discussed meter/lab comparisons. There was no allegation of harm.